Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2013: the display was dim and discolored.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, there was visible moisture inside the battery compartment. Leak testing confirmed leaks at the battery compartment and the display lens. The pump was opened for investigation and revealed moisture corrosion inside the pump. The display lens was noted to be dim and discolored. A test display was attached to the pump and illuminated properly and was clearly legible.